Event description:
The patient reportedly performed poorly and does not receive much benefit with use of the device. A CT scan showed that the device electrodes are misplaced. Device revision surgery has been scheduled.